Event description:
It was reported that during a scheduled device replacement procedure, visual examination noted the insulation of this right ventricular (rv) lead appeared to be damaged. The lead was surgically abandoned and a new ventricular lead was implanted. No further adverse patient effects were reported.